Event description:
The customer called for help with her breeze2 meter. While troubleshooting, she performed control tests and received a result of 203 mg/dl. The normal control range was 90-123 mg/dl. No adverse events were alleged. The customer was advised to return her test strips and meter for evaluation. Replacement products were sent to the customer.